Event description:
Initial analysis of the returned device noted that the distal access catheter was broken. No consequences to the patient were reported.

Event description:
Initial analysis of the returned device noted that the distal access catheter was broken. No consequences to the patient were reported.

Manufacturer narrative:
The device history record (DHR) review could not be performed since the lot number of device was not known. The distal 48cm section of the catheter was returned for analysis. Visual inspection revealed that the catheter was separated, kinked and wrinkled along its length. The catheter was broken/ fractured, shaft was wrinkled and a small amount of blood was noted within the catheter shaft. Functional testing could not be performed due to the damaged condition of the returned device. The observed damages confirmed the reported event. However, based on the information currently available and device analysis, a definitive cause of the reported event could not be determined; therefore, an assignable cause of undeterminable was assigned to this event.